Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, gastrointestinal bleeding, and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, bleeding, and death as adverse events that may be associated with the use of the hm 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had progressive, severe dementia during their years on left ventricular assist device (lvad) support. On (B)(6) 2023, the patient passed away due to multi morbidities that were considered to be not related to the lvad. The patient's death was an acute event possibly due to right ventricular failure or gastrointestinal bleeding. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed no malignant arrhythmia. An autopsy was performed that did not reveal any specific cause of death.